Event description:
This lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2012 states that there's an oversensing on the lead causing inappropriate atrs to be stored. Patient is not symptomatic. No further information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).